Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak and aspiration tested. This was unsuccessful as water was observed to leak from the hemostatic valves as deionized water was injected into the flush lumen port to purge air from the sheath. As a result of the leak, air could not be completely purged from the sheath, and leak and aspiration testing could not be performed. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the initial insertion of the catheter, a continuous return of air was noted through the hemostatic valve of the sheath and excessive air bubbles were seen in the aspiration syringe. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the initial insertion of the catheter, a continuous return of air was noted through the hemostatic valve of the sheath and excessive air bubbles were seen in the aspiration syringe. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.